Event description:
The account alleges that the device has a loss of power, caused by exposed wires touching the bed frame, creating a short circuit. No injuries were reported.

Manufacturer narrative:
The technician corrected the brake cable terminals , so it was no longer making contact with the bed frame, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.